Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for eval. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
Received user medwatch (B)(4). As reported on (B)(6) 2013, a patient presented for a PICC line placement. It was reported that during the placement, the PICC nurse noted the guidewire would not advance into the PICC catheter and appeared to be frayed. The device was put aside and the placement was successfully completed with a new of the same device. There was no report of harm or injury to the patient due to this event. It was reported that the disposable device was discarded by the user and is not available to be returned to the MFR for eval.